Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the device was dead and had reached end of service (eos) and was being replaced. They were unable to check impedances pre-operatively but the patient said everything had been working. No patient symptoms were reported and the implantable neurostimulator (ins) was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.